Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 47 mg/dl; cause was unknown. Reportedly, the customer had lost consciousness and emergency medical technicians (emt) were called and treated the customer with intravenous glucose and transported the customer to the ER. Customer was released from the ER 3 hours later with no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.